Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to no bipolar energy output. The system was tested and verified as ready for use. The erbe was returned for failure analysis and the reported problem "bipolar energy isn't working¿ was not able to be confirmed using system logs. Upon visual inspection, there were no issues found that would be related to the reported event. The erbe was tested using the system; the unit cauterized and recognized all instruments.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer called technical support engineer (tse) to report that bipolar energy stopped working. Tse viewed live logs and found no energy related messages in the system. Customer stated that when the surgeon activated bipolar energy, audible tone sounded and border highlighted, but no energy was at the instrument jaws (fenestrated bipolar forceps instrument). Tse informed the customer that the issue was possibly related to the instrument. Customer stated that they tried two different fenestrated bipolar instruments and requested that the integrated electrosurgical unit (iesu) or erbe bipolar be checked. Customer continued with the procedure robotically using the monopolar curved scissors and vessel sealer extend instruments. The procedure was completed as planned with no reported injury.